Event description:
Per the (B)(6), this (B)(6) patient experienced a cva on the same day of the index procedure. The cva was reported as minor ipsilateral and ischemic/embolic. The lesion was described as 10mm in length, concentric, arch type I and eccentric. A 7mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and debris was not noted in the filter basket. It is unknown if air bubbles were present. Post-procedure on (B)(6) 2013 the patient developed numbness in the right foot and ankle, according to the consultation reports record. The site completed the neurological event form to report sudden onset of the following neurological deficits listed as left visual field loss, left hemineglect and reflex change. The patient was not medically treated. The patient underwent two consultations on the same date on (B)(6) 2013 at 14:37 and at 15:01. Neurological examination at that time revealed 3/5 strength in the right leg and normal sensation in the right ankle, but much decreased in the right forefoot and in the right toes. Cranial nerves were reported to be intact. Her plantar response was extensor on the right and flexor on the left. Impression: right leg weakness predominantly proximal improving with time. Symptoms started after carotid stenting, most likely an embolic infarct. No indication for tpa treatment because of low nih stroke scale score and improving symptoms. Recommendation: to continue with asa and clopidogrel. Further clarification was requested due the discrepant data: the neurological event form reported left visual field loss and left hemineglect, however, these data was not found in the source documents provided for event.

Manufacturer narrative:
Even description continued: after obtaining the query, the site removed report of left visual field loss and left hemineglect from the neurological event form with the comment: ¿cannot provide source documents to support left visual field loss and left hemineglect. None documented.¿ the site reported an event of stroke on (B)(6) 2013. On (B)(6) 2013 the nih stroke scale score was 1 (attribution unavailable) and the rankin stroke scale score was 1. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. On (B)(6) 2013 at 30 days follow-up, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The committee agreed that the event was related to the index procedure and the study device. Complaint conclusion: per (B)(6), this (B)(6) patient experienced a cva on the same day of the carotid index procedure. The cva was reported as minor ipsilateral and ischemic/embolic. The lesion was described as 10mm in length, concentric, arch type I and eccentric. A 7mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated. A 9.0 x 30mm precise pro rx was implanted at the target lesion. The angioguard was retrieved and debris was not noted in the filter basket. It is unknown if air bubbles were present. Post-procedure on (B)(6) 2013 the patient developed numbness in the right foot and ankle, according to the consultation reports record. The site completed the neurological event form to report sudden onset of the following neurological deficits listed as left visual field loss, left hemineglect and reflex change. The patient was not medically treated. The patient underwent two consultations on the same date on (B)(6) 2013 at 14:37 and at 15:01. Neurological examination at that time revealed 3/5 strength in the right leg and normal sensation in the right ankle, but much decreased in the right forefoot and in the right toes. Cranial nerves were reported to be intact. Her plantar response was extensor on the right and flexor on the left. Impression: right leg weakness predominantly proximal improving with time. Symptoms started after carotid stenting, most likely an embolic infarct. No indication for tpa treatment because of low nih stroke scale score and improving symptoms. Recommendation: to continue with asa and clopidogrel. Further clarification was requested due the discrepant data: the neurological event form reported left visual field loss and left hemineglect, however, these data was not found in the source documents provided for event. After obtaining the query, the site removed report of left visual field loss and left hemineglect from the neurological event form with the comment: ¿cannot provide source documents to support left visual field loss and left hemineglect. None documented.¿ the site reported an event of stroke on (B)(6) 2013. On (B)(6) 2013 the nih stroke scale score was 1 (attribution unavailable) and the rankin stroke scale score was 1. The patient was discharged on (B)(6) 2013 on asa and clopidogrel. On (B)(6) 2013 at 30 days follow-up, the nih stroke scale score was 0 and the rankin stroke scale score was 0. The (B)(6) agreed that the event was related to the index procedure and the study device. The patient¿s medical history includes hyperlipidemia, renal insufficiency, coronary artery disease and coronary percutaneous revascularization. The product remains implanted therefore it is available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure, may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.